Event description:
It was reported that the patient¿s implantable neurostimulator (ins) may be flipped. The consumer reported that the ins battery was bulging out. The patient noted the ins flipped over once and she was able to flip it back to where it was supposed to be. It was reported that on (B)(6) 2014 the patient had an appointment with the health care provider (hcp). The ins was reportedly bulging at that time, but it was never mentioned to the hcp. The patient reportedly had a follow up appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).